Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process, prompting them to follow instructions in the tandem mobi mobile app. There was no adverse impact to the customer's blood glucose level. In response, technical support confirmed the alarm, acknowledged issues with consecutive cartridges but no previous instances with the specific code, and decided to replace the pump. The customer was advised on how to store and return the faulty pump and informed that a replacement pump had been sent. Instructions were provided for transferring settings and connecting the continuous glucose monitor to the new pump. The customer acknowledged all instructions and arrangements, and a multiple daily injection backup therapy was planned to ensure uninterrupted insulin delivery.